Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(6) - the dentist reported that 3 years and 4 months after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, the patient presented bone type ii.